Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03jan2019. The manufacturer¿s international service technician confirmed the reported issue and replaced the defective distribution panel, interconnections and power supply to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported ventilator is not switching on. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.